Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the sling bar of a viking xl lift broke during patient transfer causing the patient to fall to the floor. During the patient transfer, the sling bar broke and the patient sustained a hematoma on the back of their head and bruising to their body. That same day the patient was sent to the emergency department. Unspecified imaging was performed and all imaging including a computed tomography (CT) were found to be negative for fractures. Five days after the event onset, the patient was readmitted back to the patient¿s initial facility and ¿is now recovering and receiving physiotherapy¿. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h11: the device was evaluated on-site by a baxter qualified technician. During visual inspection twinbar's fixed assembly (adapter) was broken and had signs of wear. All four latches were also missing from the twinbar. The lower pivot of the flexlink (where the twinbar adapter is mounted) had signs of wear. The reported condition was verified. The cause of the event was verified. The likely cause is that twinbar and flexlink have been exposed for excessive wear, causing the twinbar adapter to break from the flexlink. Additionally, maintenance spoke with staff, and it was stated ¿they have seen the certified nursing assistants leaving patients in the lifts longer than needed while the patients are swinging in lifts.¿ a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.